Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was being treated for an aneurysm located in the internal carotid-ophthalmic region. The max diameter was 12mm, and the neck diameter was 7.5mm.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within a shipping box and within three resealable plastic biohazard pouches. The distal core wire and braid were already separated from the pipeline flex w/ shield pusher and returned within another resealable plastic pouch. Visual inspection/damage location details: no flash or voids molded were found within the phenom-27 catheter hub. The pusher was found extending out the hub 15.0cm. The phenom-27 catheter hub was found cracked. No damages or irregularities were found with the phenom-27 catheter body, distal tip and marker band. The pusher was removed from the catheter with light resistance encountered. Dried blood was found on the pusher. No damages were found with the pipeline flex w/ shield proximal pusher. The hypotube was found intact and unstretched with the ptfe shrink tubing intact. The distal delivery wire was found separated from the hypotube proximal to the wire weld. The resheathing pad, proximal bumper and resheathing marker were found still on the distal wire and found undamaged. The ptfe dps sleeves was found undamaged. The tip coil was found damaged. The proximal braid end was found fully opened, frayed and damaged. The distal braid end was found tapered, frayed and damaged. Testing/analysis: the separated distal wire was sent out for eds analysis. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed. Possible causes are frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. Customer reported braid was placed in a bend, pipeline was resheathed less than twice and devices were prepared per IFU. From the damages seen on the braid (damaged); distal wire (separation), tip coil (damaged); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex w/ shield through the phenom-27 catheter against resistance. Possible contributors towards the failure are patient vessel tortuosity, or lack of continuous flush. There was no non-conformance to specifications identified that led to the reported issues. The hub was found cracked. It is likely the rhv was overtightened or incorrectly assembled onto the hub, causing the cracks. The distal wire of the pipeline flex w/ shield delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex w/ shield against resistance. A review of the manufacturing process ((B)(4)) did not uncover any deficiencies with regards to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issues. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the pipeline could not be opened. It was reported that deployment started in the m1 segment. The sleeve was removed and they tried to deploy the pipeline again, but this distal end would still not deploy. The device was resheathed and the pipeline was replaced. The proximal part of the pipeline had been placed in a bend, and less than 50% had been deployed. The pipeline had been resheathed less than twice. No additional steps were taken to deploy the pipeline. The event was said to be not associated with a patient. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom microcatheter.